Event description:
It was reported following a cardiac catheterization an angio-seal device was deployed to seal the arteriotomy site in 2004. Post-deployment, diminished pulses were noted. Approx three hrs later, the pt underwent surgery to remove the angio-seal device. The angio-seal anchor and collagen were found intra-arterial. The pt was reported to be recovering.